Manufacturer narrative:
The pump was received with a radio frequency programmable integrated circuit error alarm during self test due to faulty electrical component on the radio frequency board. The pump had a cracked case at the display window corner, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
The customer reported via phone call that she had a radio frequency programmable integrated circuit alarm. Customer stated that the alarm did not occur during the rewind/prime sequence. Customer was advised to program a normal bolus into the air. The bolus amount was recorded in the bolus history. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.